Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body confirmed insulation damage and noted a crack in the insulation, however, did not confirm a fracture.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was programmed off, and the patient was sent home with a lifevest. The physician plans to schedule a procedure on an unknown future date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and noted a wandering baseline on the electrogram (egm). Ts discussed potential causes and troubleshooting options. Additional information was received that two ventricular episodes were later stored where shock therapy was delayed for approximately two minutes. Review of the stored episode noted noise markers. The noise markers were felt to have resulted in the delay in therapy. Ts again discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that attempts were made to reproduce noise, however, noise was unable to be reproduced. Subsequently, an additional inappropriate shock was delivered due to continued noise and oversensing. Technical services (ts) discussed additional troubleshooting options. An x-ray was performed, and noted a suspected electrode fracture. Additionally, a sharp bend with potential insulation damage was noted in the area where the electrode exits the device header. A procedure was going to be scheduled for an unknown future date to replace the electrode and potentially the s-ICD. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.